Event description:
It was reported that the patient indicated that the inflatable penile prosthesis recently stopped working. He was seen by the physician who recommended a different device to be implanted. No patient complications were reported.